Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: leakage caused medication to be lost.

Manufacturer narrative:
H.6. Investigation: five unused syringes were returned to our quality team for investigation. All samples were visually inspected, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2105021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All returned samples underwent these tests and product was verified to meet required specifications, no leakages were observed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: leakage caused medication to be lost.